Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)> product no longer available for return.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 435 mg/dl (aviva expert) and a result in the "200 mg/dl range" (nano). No adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.